Event description:
The subject device was used during a laparoscopic assisted total gastrectomy. A fragment like plastic fell off outside the pt when the scrub nurse cleaned the shaft of the device with gauze. The procedure was completed with the subject device. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp for eval. The fallen fragment like plastic was not returned. So, we couldn't identify the material of the fragment. The distal end of the shaft was clogged with tissue. We disassembled the device and checked inner parts. And it was found that one plastic part of the distal end was damaged. The manufacturing history was reviewed, with no irregularities noted. As the result of the device investigation, omsc couldn't identify the fallen fragment, but there was a possibility that the plastic part of the device fell off. And omsc concluded the reported event occurred since the surgeon output the device with receiving some loads and the plastic part was damaged because of contacting with th probe. After that, the plastic part was partially fallen when the scrub nurse cleaned the device. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.